Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebv0774 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (rebv0774) have been reported from the same (B)(6) facility.

Event description:
It was reported the catheter¿s valve worked during priming but when it was in place the valve leaked during flushing. This file is for fourth of four events reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking valve is inconclusive as the clinical conditions that may have allowed for this issue were unable to be replicated. One 4 fr single lumen solo powerpicc with a needleless injection cap attached was returned for evaluation. An initial visual observation showed use residue throughout the sample. The sample was flushed and pressurized with a 12 ml syringe of water. The catheter was found to be patent to infusion and aspiration and no leaks were observed. A microscopic observation revealed blood residue on the valve, but no damage was observed on the valve. While the alleged issue was not able to be replicated, possible contributing factors of valve leakage include residue buildup interfering with the valve, internal over-pressurization of the catheter, and improper/incomplete connection to the luer hub.

Event description:
It was reported the catheter¿s valve worked during priming but when it was in place the valve leaked during flushing. This file is for fourth of four events reported.